Manufacturer narrative:
Additional information was received indicating that the procedure was successfully completed with the same device and with no patient injuries, therefore, this event was re-evaluated for MDR reporting concluding that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during a shoulder procedure the device was hard to rotate. No patient injuries or delay reported, the procedure was finish successfully with the same device.

Event description:
It was reported that during a shoulder procedure the device was hard to rotate. No patient injuries or delay reported. No back-up device was available.